Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced turbid effluent and abdominal pain. The cause of the events was not reported. The same day, the patient was hospitalized for the events. Treatment was not reported. At the time of this report, the patient was not recovered from the events and pd therapy was ongoing. No additional information is available.